Event description:
It was reported there was a pump infection that resulted in explant. Patient outcome was not provided. The drug delivered in the pump was unknown. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.